Event description:
Customer called to report, she got a meter error 3 displayed on her pdm. She believes that she has been getting sporadic blood glucose (bg) readings as well. Over the weekend, the pdm bg reading was 24 mg/dl, then they checked it again and the pdm read in the 90's. Her husband called the emt's and the emt's bg meter read below 20 mg/dl. She did not need to go to hospital. They have tried different vials of test strips, using a different meter and not the control solution, but still believe this is happening. No further information is available.

Manufacturer narrative:
The product was returned and evaluated. There was no evidence of malfunction or product condition that could have caused/contributed to the patient's sporadic bg readings. The patient confirmed the bg readings with another device before taking any action, per user instructions. Unable to confirm any product malfunction. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency. No test strips were identified by the customer, therefore, no comparative testing could be performed on the user's strips. No conclusion can be drawn.